Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient; therefore, a return sample evaluation is unable to be performed. (B)(4). Buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2020 it was reported that a buried bumper was found during a gastroscopy. The device was not replaced. The therapy is still ongoing waiting for surgical evaluation. On (B)(6) 2020 it was reported the decision was made to start oral therapy and to stop the duodopa treatment for two weeks. After this time, the decision to remove or replace the device will be made.